Event description:
It was reported that the patent met with the manufacturer representative for an hour on programming but the manufacturer representative was only able to ¿get it to work¿ on the right side and not on the left side. The patient noted that they were supposed to see the healthcare professional (hcp) the prior thursday but was too weak from surgery and was barely walking to go to the town for the appointment. It was noted that they rescheduled the visit for the date of report. The patient noted that they made it to the town for the appointment but the healthcare professional (hcp) cancelled the appointment and they only met with the manufacturer representative. It was noted that the patient cried on the call and their lower back was hurting and they were upset that they went through a(B)(6) surgery and did not have results on the left side. The patient stated they asked the manufacturer representative if the surgery was not successful and the manufacturer representative ¿did not know why.¿ the patient was instructed to follow up with the hcp in a month. The patient stated that the therapy worked well during the trial and that the ¿clinical trial gave [the patient] a huge relief: 100% the first night and 98% the second night.¿ the patient stated that they would follow up with their family hcp the day after report because it was hard for the patient to ride to the town to see the hcp that did the surgery. The family hcp had ¿strict instructions¿ to call the hcp that conducted the surgery if ¿something was not right.¿ the patient was also overwhelmed because of the pain and all of the new equipment. The patient was told that once they got to half of a battery, they needed to charge. The patient also stated that they had ¿severe nerve damage¿ from their ¿toes all the way up to their left thigh.¿ it was noted that they felt ¿pins, needs, numbness, and muscle spasms.¿ the patient stated that the left side was affected from a neuro spinal surgeon. It was noted that the patient was not satisfied with that surgeon. It was noted that the patient was filing for disability. The patient had a ¿deposition of the failed spinal surgery¿ and also had ¿l5 disintegrated.¿ it was noted that the patient had to be very careful in what they did and lifted. The patient also went to a neuro group for two years but stated that they ¿did nothing¿ for them. It was noted that they put the patient through tons of ¿stupid¿ tests. It was noted that there had never been progress. After that the patient was transferred to the hospital of the implant surgery. It was noted that the patient¿s lower back really bothered them. The patient also met with an ear, nose and throat (ent) specialist at the beginning of (B)(6) and was told their ¿hearing was also affect ed.¿ according to the patient, the ent specialist stated ¿I don¿t know what the surgeon did to you but your hearing was also affected.¿ the patient stated they were up during the night with ¿huge back and leg problems¿ and wanted someone to be available during the night to call. The patient stated that their pain clinic stated that during their trail they could call 24/7. The patient stated that they were usually up for two to four hours during the night. The patient was redirected to the hcp. Additional information received reported that the patient restated complaints from the prior call about the ins not providing any pain relief. The caller stated that it had been working on the right side but as of (B)(6) 2014 was ¿not working at all.¿ the caller stated that they were unable to use the patient programmer and was getting a ¿poor communication screen.¿ the caller stated that the ins was hard to reach as it was implanted a ¿little too far to the right.¿ the caller also restated complaints about the neurosurgeon causing nerve damage on the left side of their body from their ¿toe to their head.¿ the caller stated that their pain level was a 9.5-10 and they could not just take drugs for the pain for the next month until their appointment. The caller inquired if someone could come to see her and the patient was encouraged to call their managing hcp for directions. The caller indicated that they would call them. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).